Manufacturer narrative:
Olympus medical systems corporation (omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. The root cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon was occurred the following cause. It was caused by a temporary malfunction of the equipment. It was caused by effects other than the device (facility, power supply, etc.).

Event description:
Olympus medical systems corporation (omsc) was informed from the user that during a procedure with the subject device, the power turned off and on suddenly. The user replaced the subject device with another device to complete the procedure. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. It was reported that the subject device was returned to the customer because it passed the inspections. Other detailed information was not provided. There was no report of patient injury associated with the event.